Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During reverse total shoulder replacement one of the four square screw holding parts at the tip of the screwdriver snapped off during implantation of a locking screw. The surgeon did not locate the missing piece.

Manufacturer narrative:
The complaint description states that during a reverse total shoulder replacement, one of the four square screw holding parts at the tip of the screwdriver snapped off. A locking metaglene screw was being inserted at the time of the damage. The surgeon reported the patient had very "hard bone" and this could be part of the cause of the breakage. The surgeon was able to finish inserting the locking screw but when the smaller insert of the locking screwdriver was used to lock the screw the central part of the locking screw also broke. The devices associated to the complaint were not returned for analysis. It was reported that the lot number of the screw was either 5272604 or 5276338. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lots combinations. No other analysis was possible because the batch number of the screwdriver or x-rays or medical records were not provided. Regarding the locking screwdriver, previous investigations identified a trend for the teeth breaking. A quality review board meeting was conducted in july 2013 and identified a potential harm; documented in (B)(4). CAPA-(B)(4) was created and closed, resulting in a material change of the screwdriver from 455ss to 465ss. Testing showed the material change "resulted in a more resilient device and one in which the failure mode changed from fracture (of the teeth) to deformation." Based on the information received and the investigation performed, the root cause of the breakage of the screwdriver is related to product design but the root cause of the breakage of the locking screw could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.